Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t-wave oversensing was noted on the device. The device remains actively implanted. It was also reported that the physician opted to adjust sensitivity and leave system as is. No patient complications have been reported as a result of this event.